Event description:
Medtronic received returned product with no documented reason for return. The device was explanted and returned to the manufacturer for analysis. No additional information on patient symptoms or outcome is known despite repeated attempts by the manufacturer to contact the hcp. A supplemental MDR will be sent to FDA if additional information is received.

Manufacturer narrative:
H6-final device analysis for model 3272 reveal a receiver output anomaly-hybrid can/pin corrosin was seen on the internal hybrid component.